Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, the stapler did not work. There was no patient injury.